Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient stated that they killed background applications, reset bluetooth, and replaced sensor. Dexcom representative advised patient to update their g4 share receiver and try connecting with the receiver. No additional patient or event information is available.